Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose level was 450 mg/dl. Customer current blood glucose level was 300mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported insulin flow block alarm. The device will not be returned for analysis.